Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image noise. The issue occurred during set up. There were no reports of patient involvement.

Event description:
Additional information was provided by the customer: no actual malfunction (it was an event that could be handled in normal use).

Manufacturer narrative:
This report is being sent to retract the initial emdr submission as the event reported by the customer would not cause or contribute to a death or a serious injury if it were to recur. The customer confirmed there was no actual malfunction of the subject device.